Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. Patient was at his diabetes doctor's office when his blood sugar dropped to 47 mg/dl. Patient was wearing the receiver and was not alerted due to the error being displayed on the device. The ambulance was called and patient was transported to the hospital. Patient was released from the hospital on the same day, however states being unable to remember any more afterwards. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.